Event description:
A report was received that the patient was having difficulty charging the ipg as it turned sideways. It was noted that the pocket was too large. The patient underwent a revision procedure wherein the ipg pocket was tightened. The patient was reportedly doing well postoperatively.